Event description:
It was reported that the atrial lead warning was activated due to bipolar impedance and it was noted that the unipolar resistance was higher than the bipolar resistance on the atrial lead. Lead insulation failure (degradation was discussed - lead was implanted in 1997). It was noted that the patient was not atrially dependent. The lead remains implanted and active. There were no patient complaints or complications reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.